Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit displayed "error code #50". It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit displayed electrical test fails code #50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed an inspection of the unit and confirmed the failure in the motor control board and vacuum/pressure compressor that stopped. The fse also mentioned that a budget of those parts was necessary for the equipment to return to normal. The fse also recommended changing the 5000 hours kit of the unit. It was later stated that the unit was not clear for clinical use since the customer did not approve the budget that was sent for the acquisition of the parts that were necessary for the maintenance of the unit. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.